Event description:
It was reported that the patient with this inflatable penile prosthesis presented to the physician as he was unable to inflate the device. The device was tested, and it appeared to work fine. The physician indicated the issue was that the pump had migrated distally making it difficult for the patient to inflate the device. A new inflatable penile prosthesis was implanted. No patient complications were reported.